Manufacturer narrative:
Mhra adverse incident report reference no (B)(4); submitted to mhra (medicines and healthcare products regulatory agency) by the physician. The complainant indicated that the device was implanted and it is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental report will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system was used during a transobturator tape sling procedure performed. According to the complainant, the patient experienced erosion of the mesh into the vagina after 10 years of implantation. Reportedly, she also experienced dyspareunia and vaginal spotting. On (B)(6) 2018, the mesh erosion was surgically removed. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.